Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during inspection prior to an unspecified cystoscopy procedure, it was noticed that the albarran lever at the distal end of the working insert could not be raised and that its fixing pin was missing. It is unknown when this damage occurred and whether the fixing pin possibly fell off inside the patient during a previous procedure. Since this damage was detected prior to use, the intended cystoscopy procedure was canceled. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-03-16). The investigation confirmed that the albarran lever at the distal end of the working insert could not be raised and that its fixing pin was missing. Furthermore, the surface of the albarran lever has partially melted. The cause of this damage is most likely laser irradiation in combination with mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the working insert without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.